Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of therapy following a fall. The impedances were checked and there were high impedances. The physician replaced the entire system on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Update to previous information of the date of the event being (B)(6) 2018. The patient was unsure when the event occurred. Continuation of concomitant products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, lot#: unknown, product type: accessory. Analysis of the lead with serial number (B)(4) found that conductors #0-7 were broken 15.6 centimeters from the distal end and electrodes #0-7 were all open and electrodes #8-15 all were between 60 and 63 ohms. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead was broken. There was no patient death, or injury. There were no further complications reported or anticipated. Additional information pertaining to manufacturer report #3004209178-2018-06369 will now be reported with this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.